Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing of noise resulting in inhibition of pacing. All other measurements were stable. The device was reprogrammed. On (B)(6) 2019, the lead was capped and replaced. Patient was stable.